Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that she received an insulin pump in (B)(6) and just got it programmed about a week ago. Customer reported that the device is beeping about 6 or 7 times a day. Customer stated the buttons were not pressed or accidentally pressed. Customer stated there is something nearby that beeps. Customer has an old insulin pump which is on suspend, she insisted that the old device is not beeping because it is in other room. She was advised "unsuspend" the old one and remove battery and monitor the new insulin pump and call if issue recurs. Blood glucose value was 150 mg/dl; current value is 143 mg/dl. Nothing further reported.